Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the physician attempted four times to fixate the atrial lead. The lead was taken out and examined. When rotating the proximal lead pin, the helix was coming out without rotating. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.